Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis confirmed initial findings. Further investigation reveals additional findings that are relevant to the complaint of a firing failure. It appears the firing failure was not replicated upon successful engagements during initial fa. The instrument was re-installed on an in-house system but failed to engage with the system on five out of five additional attempts. During visual inspection, the lower chassis was found to be warped. There was a gap observed between the housing and lower chassis at the midway point, and the instrument was not flush with the adapter when installed on the system. Additionally, the snake wrist cables were found to be loose. There was a lack of tension on the cables. The wrist cover was cut open and found the snake wrist cables to be intact at the distal end. The tensioning guide was confirmed to be dislodged from the mating tabs on one side. The I-beam sleeve appears to be damaged. Manual extension of the instrument I-beam was attempted, but could not be fully extended, using the bevel gear in the backend. Visual inspection of the distal components reveals damage to the I-beam sleeve. A large portion of the sleeve was not secured to the I-beam assembly and was not visible through the clamp indicator window. The instrument was fully disassembled in order to determine the location of the damage. Disassembly revealed that the I-beam sleeve became bunched at the outer snake wrist tube and at the opening of the distal clevis channel. The sleeve appears to have been torn and became compressed/bunched during the extension and retraction of the I-beam during use. No fragments were observed outside of the I-beam assembly and no pieces appear to be missing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 stapler instrument was analyzed and found to have one firing failure based on a log review which was not replicated through in-house testing. The instrument was installed onto an in-house system and fired on a test foam using an in-house green 45 reload. The instrument fired successfully, and the resultant staple-line was visually inspected. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Additionally, the instrument was found to have the snake wrist cover torn. The tear measured roughly 0.183". A visual inspection displayed no signs of missing fragments. The instrument was found to have the roll gear loose specifically the white cap located at the top of the roll gear assembly in which the drive cables pass through. The part was found to be loose/dislodged causing the roll gear and main tube to have an unusual amount of wiggle room. It also caused slack in the snake wrist cables. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform 45 stapler instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the staples fired from the sureform 45 stapler instrument did not staple all the way through the bowel. The customer used a new green reload and the system would display that the load was already used. The procedure was completed with no reported injury.